Event description:
It was reported that the atrial lead dislodged into the right ventricle. The lead was explanted and replaced on (B)(6) 2014. The patient was in good condition.

Manufacturer narrative:
.